Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed blood leakage at the non-patient needle on unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-sep-2025. Investigation summary: bd received three samples and three photos for investigation. The evaluation of the photos indicates sleeve leakage. Functional tests were conducted on the three returned samples, and all sleeves recovered as expected with no leakage observed. Additionally, functional tests on ten retained samples were completed and all sleeves recovered as expected with no leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed blood leakage at the non-patient needle on unspecified number of times. There was no health impact or consequence reported.